Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 21.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to a hyperopic surprise. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with the same model, but different, larger diopter of 23.5. Reportedly, the patient is doing fine post-operatively. Visual acuity pre-operatively before the initial implantation was 20/100-2 with glasses. Visual acuity post-operatively after the initial implantation was 20/100+1. Visual acuity post-operatively after the new lens was replaced was 20/50. Reportedly, the patient was prescribed besivance, lotemax gel, prolensa, and combigan. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.